Manufacturer narrative:
Additional information was received that the patient had high impedances on all contacts. It was also reported that the patient was unable to charge the stimulator. The patient underwent an scs replacement procedure and was reportedly doing well postoperatively. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain. It was also mentioned that the pain was device related. One contact with high impedance was also noted. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50 cm.

Event description:
A report was received that the patient was experiencing pain. It was also mentioned that the pain was device related. One contact with high impedance was also noted. The patient will undergo a revision procedure.